Event description:
The customer states that their viewsonic will not turn on. No lights, no screen, this display was attached to ta02264. Customer said they will not be sending the display in. This malfunction resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems ultra 10 central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. The customer's it department replaced the display and locally disposed of the failed display. With no product being returned to welch allyn, no further failure investigation will be performed. Method: remote assistant.